Manufacturer narrative:
Eval: this event is still under investigation.

Event description:
Physician placed a tulip filter in 2001. Subsequent CT's showed that a leg was missing. The leg perforated the heart, causing hemopericardium and tamponade necessitating emergent surgical evacuation. Careful analysis did confirm these suspicions and surgical removal of the missing leg was performed. Pt is doing well and no further complications were experienced.